Event description:
Stimulator failed to stimulate in 3/95. Was checked out by co rep and neurosurgeon on several dates. They couldn't see any broken leads on x-ray so they said rptr would have to have surgery and replace it. The neurosurgeon recommended rptr have a living will made before having it done. The neurosurgeon that repaired rptr's ruptured disc said he has never seen a stimulator put on upper back and that pt never needed it anyway, he just needed the ruptured disc corrected.